Manufacturer narrative:
Date rec¿d by MFR : 22jun2019, date of report : 24jun2019. The gas delivery system (gds) was returned to the manufacturer for failure analysis. A visual inspection of the gds revealed no anomalies. During testing of the gds, it was determined that the air flow sensor failed due to the u1 component drifting out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the gas delivery system and the issue was resolved.

Event description:
It was reported that the unit failed oxygen accuracy testing when set to 100%. There was no patient involvement. Event date not specified, estimate used.